Event description:
Caller reported a cartridge alarm 20, with no specific blood glucose value provided, only that the display showed "high." The caller addressed the high blood glucose issue with a correction bolus via the pump, and there was no need for third-party assistance. Tandem technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and resolved to replace the pump with one that has updated software, providing instructions and training availability. The caller understood the instructions, including storage mode procedures and shipping arrangements, and acknowledged the steps needed to return the problematic pump within 10 days.